Manufacturer narrative:
Additional information: b5, d1, d2b, d4, d9, g3, g4, h3, h6. -complaint allegation is confirmed. -visual evaluation revealed that the suture system was damaged; the loops were damaged, which shows a frayed white section of the suture with bunching. No visual issues were found with the button, the blue and white/black sutures. -functional testing was not performed due to the damage to the device. Per dfu-0147-eor3_fmt_en tightrope® devices g. Precautions 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. The most likely cause can be attributed to user error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.

Event description:
Additional information received on 27th nov 2025: it was ar-1588rt-j, acl tightrope® rt, double loaded passing sutures, not ar-1588rt.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th august 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-1588rt, acl tightrope® rt, the white suture could not be pull out. This was detected during a tendon reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1588rt. There was no patient harm, and no secondary procedure needed.